Event description:
A pt was skin tested in the left forearm in 2000 and the skin test was considered negative. The pt was then injected with 0.5cc of bovine collagen in the glabella midyear 2000. The pt called the physician 3 days later to report that pt had swelling and some redness over the treated area. The pt was seen at the end of the 6th month in 2000 in the physician's office. At that time, the pt was treated with 0.4cc of intralesional kenalog, 3mg/ml, dynacin p.o. 75mg. Qd, and topical diprolene gel. The pt stated in 2000 that the swelling went down for about 24 hours after treatment and then returned. No further treatment is planned.